Event description:
I underwent a surgery for an ectopic pregnancy in 2012 in (B)(6). Since then I have had pelvic pain on my lower left side and have been consulted by my gynecologist who performed medicinal treatment, surgical treatment, specialist referral, and a hysterectomy. During the surgeries he states that he is finding and removing staples from my body. I believe the device malfunctioned while I was being treated for in 2012 and after almost ten years I am still suffering. I am willing to supply whatever is necessary for help in recovering what happened. Will submit upon further request. FDA safety report ID# (B)(4).